Event description:
I used renu bausch & lomb multi plus from 6/01/06 - 10/01/06 to clean my contact lenses. I was diagnosed with an eye ulcer in my left eye and I am currently taking treatment. I may require a corneal transplant surgery and the vision in my left eye has been impaired by more than 60%.